Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: did the reported issue contribute to any patient adverse consequences? Please provide the source or name of person providing answers to follow-up questions: all information is provided on the report from mhra.

Event description:
It was reported that a patient underwent a coronary artery bypass grafting procedure on (B)(6) 2026 and suture was used. During the procedure, while doing coronary artery bypass grafting, the surgeon using 3 x 8/0 prolene. All 3 sutures snapped while he was trying to use lot no.107ssm ethicon prolene ,ref .ep8741. Switched to another packet of 8.0 prolene with another lot number, which was successful. No adverse patient consequences were reported. Additional information was requested.